Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that during user handling, the device leaked and water entered the device. As a result, an electronic component malfunctioned and an error message was temporarily displayed at the facility. The event can be detected/prevented by following the instructions for use which state: 1) " perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." 2) "when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury." 3) "if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope presented a b30 (scope communication error); the issue occurred twice before sending the device in for repair. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated, and the reported issue of the b30 scope communication error message was a sporadic failure. The failure could not be confirmed, but the occurrence was likely. Additional issues were identified during the device evaluation: additional leakage was observed in the instrument channel close to the distal end; a perforation of the bending section cover was identified; moisture ingress was found in the connector and was also in the body control unit; corrosion was detected on the plug unit print board, the circuit board unit, and also on the cable; a crease was found on the connecting tube; the remote switch contacts were no longer operating due to water invasion in the scope; the grounding resistance value was below the standard value; and angulations were out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.